Manufacturer narrative:
A ge service rep performed an onsite investigation. The solid state hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system got an error file corrupted, system no longer usable, the field engineer noted that there was a total loss of images stored on workstation. There is no report of death or serious injury associated with the complaint.